Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the play of the up/down knob was out of standard value due to wear of the angle wire. The scope cylinder had no color and the adhesive on the bending section rubber had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumable cause could not be provided based on the provided information. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had loose wheels which needed tightening. Inspection and testing of the returned device found that the air/water tube and jet tube had a whitish foreign material. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.